Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that device replacement was completed due to pocket erosion, about two months post implant. The device was explanted and replaced. The lead was accidentally damaged near the connector, during explant, but electrical measurements remained constant. The physician applied protection to the lead and it remains in service. No additional adverse patient effects were reported. Additional information provided noted that the lead was explanted but will not be returned.

Event description:
It was reported that device replacement was completed due to pocket erosion, about two months post implant. The device was explanted and replaced. The lead was accidentally damaged near the connector, during explant, but electrical measurements remained constant. The physician applied protection to the lead and it remains in service. No additional adverse patient effects were reported.